Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported problem 'erroneously alarming for air in line' was reproduced. A review of the event history log revealed "air-in-line!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was attributable to upstream sensor out of range and failed to calibrate. The ultrasonic sensor requires replacement to address this issue.should additional relevant information become available, a supplemental report will be submitted.